Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h369 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h369 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs of the complaint kit were returned for evaluation. A review of the customer provided photographs verifies the tubing leak as the recirculation pump loop/black stripe tubing has disconnected from the t-connector port. The tubing is bonded to the t-connector during manufacturing. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause of the tubing becoming disconnected was most likely a weak solvent bond between the tubing and the t-connector. The root cause of the leak was most likely a manufacturing operator error during the tube bonding process. Retraining has been completed for all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4). S.d.a. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 1596 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.